Event description:
It was reported that during the system check-out tests, the anesthesia workstation failed the automatic ventilation leakage sub-test, the manual ventilation leakage sub-test, and the pressure transducer sub-test. There was no patient connected to the anesthesia workstation at the time of the reported event. (B)(4).

Manufacturer narrative:
(B)(4). Our company representative visited the hospital and inspected the anesthesia workstation. The representative concluded that the afgo valve had a leakage and the afgo valve was replaced. A successful system check out and function check was performed and the anesthesia workstation was returned to clinical use. The replaced afgo valve was returned for investigation. Visual inspection, test bench tests and simulated use testing in a reference machine were performed without being able to reproduce the reported afgo valve leakage. The afgo valve functioned as intended. The received test logs from the event date confirm failing sub tests in the system check out due to leakage. Our conclusion into this matter is that it was a temporary leakage in the afgo valve that caused the reported issue.

Event description:
(B)(4).